Event description:
It was reported that the roller pump tongue was broken. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.